Event description:
A malfunction alarm was reported by the customer, identified by the code malf 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the customer with the reset. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues arose again.